Event description:
It was reported that there was a readmission of a patient which had anatomical lung surgery due to prolonged air leak on the parenchyma staple line. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Approximately how long were the prolonged air leaks? Any issue noted with staple formation throughout the care of the patient? What was the surgical procedure and its indications? Can you confirm what color cartridges were used? Any medical or surgical intervention required to address the air leaks? Why does the surgeon believe the post operative air leak was caused or contributed to by the use of the ethicon device? An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.